Event description:
(B)(4).

Manufacturer narrative:
(B)(4) (imp) is submitting this report on behalf of b braun (B)(4) (MFR). (B)(4). The trend file and all available information was forwarded to the actual MFR, b braun (B)(4), for eval. Fault analysis (trend analysis) of the set filed showed one complete treatment. They noted from the file that the start of the therapy did not correspond to the date of occurrence. Additionally, the description of the reported event did not match the events recorded in the trend file sent by the facility. A historical review of the customer complaint database was performed and no adverse trends of this nature were identified for the reported catalog number. Multiple attempts to contact the facility to obtain additional information and/or the correct trend file have not been successful at this time. No specific conclusion can be drawn as to the cause of the reported event. A follow-up report will be filed if the correct trend file is received and/or additional pertinent information becomes available.